Manufacturer narrative:
This device remains implanted. Should additional information become available this investigation will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited inappropriate shocks. Technical services (ts) noted that in both reviewed episodes detection was met in the vt-1 monitoring only zone and stayed there for a few minutes before the rate accelerated in the ventricular tachycardia zone at 165 beat per minute zone. Ts noted that prior to ventricular detect and first round of anti tachycardia therapy there was noise on the shock electrocardiogram likely due to muscle noise from upper body movement/exercise. The atrial tachycardia discriminators did not inhibit due to a stable ventricular rate. Ts discussed programming options for prevent future inappropriate therapy. No adverse patient effects were reported. This device remains implanted.